Event description:
According to the physician, post procedure, the patient did not return for follow up appointments (dates not specified). As far as the physician knows the patient is fine. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system on (B)(6) 2010. According to the complainant, the patient experienced an injury, but the specifics are unknown. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.